Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. The investigation is in process.

Manufacturer narrative:
The system error was reproduced, and an articulation sleeve hole was found. Liquid infiltration via the hole could affect electrical malfunction and leakage inside the transducer. As an improvement action, new articulation sleeve material has been implemented since september 2016. This defective transducer is prior to the action.